Event description:
It was reported that the caregiver called regarding elevated blood glucose while using the ilet system with a dexcom g7 after the patient consumed a larger-than-usual meal; the highest reported glucose was 325 mg/dl, with values trending down over a few hours without back-up therapy or professional intervention. Symptoms included no acute clinical effects and the patient reported feeling fine. Outcomes included no functional impairment, no hospitalization, and no medical or surgical intervention. Investigation included case triage, user education on meal announcements and appropriate meal size entry, and follow-up confirmation that glucose was trending down. Investigation of this case revealed use-related error consistent with incorrect meal size entry, which is consistent with expected device behavior and does not indicate a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error associated with meal announcement rather than a device issue.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.